Event description:
Facility reported that the valve was explanted from a pt after being deemed non-functional. The pressure reading of the valve, after explantation, was reported incorrect. A second valve which was to be used in the revision failed the surgeon's pressure testing while in the operating room.